Event description:
It was reported that the device failed during ventilation on (B)(6) 2012 at approximately 2:00 pm. This reportedly caused the evita to alarm and indicate a device malfunction. The patient was not harmed.

Manufacturer narrative:
For the investigation, the reported case including the log file of the affected evita 4 with serial number (B)(4), manufactured in august 2017, was analyzed. Based on the logfile analysis, the behavior of the device could be confirmed. The reason for the warm start was probably an out-of-tolerance hpsv. The reported noise was due to the hose system opening as part of the warm start. The device behaved as specified and alerted high priority. During a warm start, the evita opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm. After the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation is continued with the old parameters. Immediately after restarting ventilation, a "mv low" alarm is generated, which continues until the applied volume is greater than the lower set limit for the minute volume. Note: during a warm start, the display is dark. During a warm start, an acoustic alarm is generated with the mains failure horn. However, this is not permanently on during the entire process, but is interrupted. Because of the high cost, the customer does not want the unit repaired. The failure rate of hpsvs is accepted by the evita team. The number of similar cases due to the same cause is within the expected range of the respective risk assessment and is therefore accepted.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that the device failed during ventilation on (B)(6) 2012 at approximately 2:00 pm. This reportedly caused the evita to alarm and indicate a device malfunction. The patient was not harmed.